Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap had a sponge that appeared to have had iodine on it in the past and was dark coffee color, but was dry. There was no patient injury or medical intervention associated with this event. No additional information is available.